Event description:
The customer reported via phone call that the insulin pump's battery icon fluctuated and then the insulin pump lost power. The insulin pump alarmed failed battery test and off no power. The customer was changing the insulin pump's battery frequently. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.